Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer after completing her basic evaluation, which trial started on (B)(6) 2016, reported she got shingles after the leads were removed. She was waiting on implant and was referred back to her doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.